Manufacturer narrative:
Investigation summary: a review of the complaint history, documentation, specifications, and quality control data, was conducted during the investigation. A device failure analysis could not be completed as no product was returned. However photographs confirming the reported failure were returned. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. No lot number was provided thus the review of the device history record for possible recorded nonconformances or similar complaints could be performed at this time. It should be noted that there is only one other related complaint from the same facility for the same device. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; that the root cause of this event may be related to issues with manufacturing, user technique, or patient anatomy/compliance, however we do not have enough evidence to identify a definitive root cause at this time. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of the catheter contained in the cook drainage set became separated from the catheter portion of the device. Later information was reported by the customer which confirmed that the catheter had been placed in the patient, and that the device issue necessitated the replacement of the catheter with a new product of the same type. The handling and usage of the device is not known; however, the operator of the device did not believe the catheter was handled roughly. The device is reportedly not available for return.